Event description:
Manufacturer's ref.: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s, - corrected brand name: servo-s base unit, d4 ¿ version or model #: - previous version or model #: servo-s, - corrected version or model #: 6640440, the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. The ventilator was investigated on site by our field service engineer. The nozzle of the air gas module unit was found defective. The reported issue with failing flow transducer test has been confirmed during evaluation of received picture of the defected part, problem description and service report. After replacement of the nozzle unit, the ventilator functioned properly and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.: # (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).